Manufacturer narrative:
The investigation determined that discordant, negative hbsag results were obtained when wisconsin state laboratory of hygiene (wslh) proficiency samples were tested using vitros hbsag lot: 9000, lot: 9020 and lot: 9130 from three separate proficiency testing events on a vitros eci q immunodiagnostic system. A definitive cause of the false negative vitros hbsag results was not determined. A vitros hbsag lot: 9000 and 9020 reagent issue cannot be completely ruled out as a contributor to the event as no historical qc results were provided for the time of the events. However, the customer indicated that vitros hbsag lot: 9000 and lot: 9020 results were acceptable on the day of wslh proficiency testing. Qc results were provided by the customer for vitros hbsag lot: 9130 and were acceptable on the date of testing. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros hbsag lot: 9000, lot: 9020 or lot: 9130. An instrument related issue is an unlikely contributor to the events as the wslh report indicated all vitros users were not scored due to the discordant, negative vitros hbsag results obtained by all vitros users. An issue with the matrix of the wslh proficiency samples cannot be ruled out as a contributor to the events, as no information was provided in relation to the composition of the wslh proficiency samples. Additionally, the presence of a sample interferent in the affected wslh proficiency samples cannot be ruled out as contributing to the events. Furthermore, the use of azide as a preservative in the samples also cannot be ruled out as a contributor to the discordant, negative vitros hbsag results obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant, negative hbsag results were obtained when wisconsin state laboratory of hygiene (wslh) proficiency samples were tested using vitros hbsag lot: 9000, lot: 9020 and lot: 9130 from three separate proficiency testing events on a vitros eci q immunodiagnostic system. Vitros hbsag lot 9000, wslh sample yb-6 result of 0.03 s/c (negative) versus the expected result of positive vitros hbsag lot 9000, wslh sample yb-7 result of 0.45 s/c (negative) versus the expected result of positive vitros hbsag lot: 9020, wslh sample yb-14 result of 0.51 s/c (negative) versus the expected result of positive vitros hbsag lot 9130, wslh sample yb-5 result of 0.02 s/c (negative) versus the expected result of positive biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The discordant, negative vitros hbsag results were generated when the customer was running non-patient fluids. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number two of four MDR¿s for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers: (B)(4).